Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with one grip close cable broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Engineering evaluation also found, that the proximal clevis cable hole exhibited wear on one edge. The other cables at the wrist were not damaged. Engineering concluded that wear on the hole was likely due to the cable breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the wire on the megasuturecut needle driver instrument separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.